Event description:
It was reported that balloon rupture occurred. The 85-90% stenosed target lesion was located in the tortuous and calcified circumflex artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, after multiple inflations at 18 atmospheres, the balloon ruptured. The procedure was completed with a cutting balloon starting with a small size and working up. There were no patient complications and the patient was discharged on the next day.